Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: pt was implanted with lcp 13-hole plate and screw construct on (B)(6) 2012 for a left femur fracture. X-rays taken on (B)(6) 2012 revealed clear breakage of the femoral plate close to the fracture line at the proximal third of the left femur. Following a fall of the pt and the consequent breakage of the left femur plate previously implanted for a femur fracture, the pt was returned to the operating room on an unk date for removal of hardware. Surgeon removed the broken plate and pt was revised with reduction of the fracture, a new plate with bone graft obtained from an intact bone of the pt to speed up the fracture healing. This is #1 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions of the broken plate were in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence and can only assume that a complication during the healing process caused this breakage. Mistakenly selected as no on initial report. Should have been left unknown.